Event description:
It was reported that a crack was observed in the injection port of a small volume folfusor after the second connection. The device leaked while being filled with the active ingredient during preparation. The pump was filled with 3072mg fluorouracil (cytostatic drug) and 56.15ml sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which noted cracks located on the fill port which could result in a leak at the cracked area during fill. Microscopic examination on the cracks suggested the cracks may have been caused by excess force or pressure applied onto the fill port during fill. The cause of the condition could not be determined; however, a possible cause is use related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.